Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) contacted the patient on (B)(6) 2010 and the patient was upset about the entire situation and did not want to answer any questions and disconnected the call. Based on the initial call placed on (B)(6) 2010, the patient mentioned that on (B)(6) 2010 at around 6pm she had obtained a result of 178 mg/dl on her lfs meter and then had taken her insulin. It is unknown whether the insulin she had taken was based on a sliding scale or a set amount. Approximately 2 hours later, the patient fainted and the ems was called. The patient's blood glucose on the ems's meter was 33 mg/dl and paramedics treated the patient; however, the patient claimed she did not know what they treated her with since she was unconscious. The patient was taken to the hospital where she was admitted for over a week and was only discharged from the hospital on (B)(6) 2010. It is unknown how soon after treatment the patient regained consciousness, what her initial reading as in the hospital and whether her diabetes regimen was changed. The product was replaced. The complaint is being reported since the patient alleged that she had taken insulin based on her meter result and 2 hours later had to be admitted in the hospital for becoming unconscious with a blood glucose reading of 33 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.